Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the device had no problem in crossing the lesion, but the balloon ruptured at the calcified part at 6atm. The procedure was completed with another of the same device. No complications reported and patient is stable post procedure.